Manufacturer narrative:
(B)(4).

Event description:
The customer reports that during the procedure the tip of the guidewire was damaged. The procedure was stopped. Customer information indicates the issue was detected prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The customer returned a spring wire guide (swg), dilator, and lidstock for evaluation. Visual inspection of the swg revealed multiple kinks in its body. The dilator was found to have a damaged tip but no additional information was able to be attained on it so the investigation will focus on the damaged swg. Microscopic examination of the swg confirmed the kinks and that both welds were in place. The kinks in the swg body were measured at 140mm, 474mm, 484mm, 499mm, and 520mm from the proximal weld. The total length of the swg measured 602mm, which is within specifications of 596-604 per swg graphic. The outer diameter of the swg measured 0.799mm which is within specifications of 0.788-0.826mm per swg graphic. The undamaged portions of the swg were inserted into a lab inventory ars and a lab inventory 18 ga introducer needle with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire multiple kinks in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that during the procedure the tip of the guidewire was damaged. The procedure was stopped. Customer information indicates the issue was detected prior to patient use.